Manufacturer narrative:
The device remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6) - vista nova study, patient site ID: (B)(6) (B)(4). It was reported that on (B)(6) 2026, a 25mm navitor vision valve was chosen for implant using a large flexnav delivery system. During procedure, the activated clotting levels were 257,130s and heparin was given. A pre-implant balloon valvuloplasty was done with a 22mm non-abbott balloon. During procedure, the valve position was confirmed on cusp overlap view, alternate view. The final implant depth at non-coronary cusp (ncc) was 2mm and left coronary cusp (lcc) was 4mm. A day after the procedure, the patient developed complete atrioventricular block and a temporary pacemaker was implanted on (B)(6) 2026.